Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the procedure, the pt developed limb pain. The pt was brought back to the cath lab, where it was found that the suture caught the back wall of the vessel causing an occlusion. The vessel was surgically revascularized. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.